Event description:
It was reported that there were high impedances greater than 10,000 ohms on all contacts while using a lead and multi-lead trialing cable. The reporter stated that during placement they only got "pressure" and no tingling. The system was tested and out of range impedance was found in 0-7 and 8-15 slots on the trialing cable. It was reported that a new lead and trialing cable were used and the patient got "great coverage." There were no patient symptoms and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 355531, lot # n345697, product type screening device; product ID neu_stylet_acc, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of lead model 3770-60, serial #(B)(4) showed no anomalies. Analysis of cable model 355131, lot #n345697 showed no anomalies analysis of stylet showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.